Event description:
It was reported that a novum iq large volume pump over-infused during patient infusion. The pump was programmed to deliver magnesium 2g using a buretrol set filled with 25cc (whole bag was 50cc) over 1 hour. The expected infusion time was two (2) hours total for both doses (50cc); however, the infusion time was approximately 20 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.